Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the cable connecting ECG a and the front therapy electrode (te) was severed and missing. Additionally, all the therapy electrodes and the cable connecting the distribution node (dn) the rear therapy electrode (te) were missing. Lastly, the trunk cable was pulled from the strain relief, damaging trunk cable connector j704 on the distribution node pca. The root cause for the missing cables, components, and strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt failed incoming functionality testing.